Event description:
It was reported that cart displayed a vacuum pump error outside of surgery. No harm or delay were reported as no patient involvement was noted. No additional event information available. At product evaluation investigation the cart was giving a vacuum pump error and had no suction; burnt vacuum pump fuse. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cart was giving a vacuum pump error and had no suction; burnt vacuum pump fuse. The fuse was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.